Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 03/2020).

Event description:
It was reported that the tip of a dialysis catheter allegedly broke off. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified or associated with this problem in regards to product materials or during manufacturing, packaging or qc inspection process. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot in regards to the described problem. Labeling review: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue. Investigation summary:one tunneler and one equistream 23cm catheter were returned for evaluation. Gross visual and microscopic visual evaluations were performed. The investigation is confirmed for broken tunneler tip, as the proximal end of the catheter loading tip on the tunneler was detached. Both break surfaces were jagged. The detached proximal fragment of the tunneler tip was lodged in the catheter distal tip. The exact root cause for the damaged tunneler could not be determined.

Event description:
It was reported that the tip of a dialysis catheter allegedly broke off. There was no reported patient injury.